Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received the cause for the reported event could not be conclusively determined; however surgical findings revealed the posterior wall of the common femoral artery was dissected with soft plaque and may have been the cause for the ischemia. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The IFU states that bleeding of hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemia symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a cardiac interventional procedure a 6f angio-seal vip was deployed in the femoral arteriotomy. A pre-insertion femoral angiogram was obtained which revealed the puncture site to be within the common femoral artery. During pullback of the device, the physician felt something strange with the device. Following deployment, minimal bleeding occurred and manual compression was applied for some minutes. A pressure bandage was applied following compression. Two hours later, the patient experienced symptoms of ischemia with the leg. The patient underwent vascular surgery where the blood flow was restored and the patient received a patch graft. The angio-seal was removed. The patient's condition was reported as okay. The surgical findings revealed that the puncture site looked fine; there was no bleeding or other findings. The back wall of the common femoral artery was dissected and showed some shifted soft plaque which was the origin of the ischemia.